Event description:
Complaint narrative: site representative reported the code blue on the patient station (pas) in room (B)(6), a private room did not activate when the button was pressed. The site representative stated the alarm did not go out. The site representative reporting the issue asked amplion support to call another site representative, the ceo/rn for troubleshooting. Amplion support contacted the requested site representative, who stated several stat assist buttons were not working during testing earlier in the week. Note: no complaint tickets were initiated for this location or stat assist issues during the time period identified by the site representative. Site representatives did not report this complaint to be associated with a patient-related event. Complaint troubleshooting: amplion support requested the code blue and stat assist buttons on the pas in room 451 be tested. The site representative tested the code blue and stat assist buttons. Amplion support did not see any activity from the room 451 pas in the smart room controller (src) logs. Amplion support power-cycled the src (I. E., turned the src off and then back on). The site representative was asked to test the pas again. No activity was noted, either by amplion support in the src logs or onsite by observation of the site representative. The site representative stated that no lights were illuminated on the faceplate. Note: two leds are located on the faceplate of the pas and illuminate to indicate power and functionality. This feature provides the user of the device a visual cue of the pas status. The site representative removed the device's faceplate to verify the ribbon cable, which provides power to the pas was connected inside the pas. The site representative reported the ribbon cable appeared to be securely connected. Complaint resolution: amplion support recommended replacement of the pas. The site representative replaced the pas, and working with amplion support confirmed functionality of the pas. Failure analysis: the product has not been returned by the customer as of the date of this report. Amplion does not anticipate receiving the product, as amplion is no longer installed as life safety equipment at ssh - (B)(6) as of (B)(6) 2023.